Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that device had damage to the mainboard where the speaker assembly connects. The mainboard was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating there was a ¿speaker malfunction and no audio was heard. The device was not in use at the time of the event. No adverse event occurred.